Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 6.0mm x 100mm x 80cm sterling balloon catheter was advanced for dilatation and was inflated twice for 30 seconds each. However, when pressure was applied during the third inflation for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.